Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery (rcfa) using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a link break was found after the plunger of the first proglide device was removed. The sutures of two new proglide devices were successfully pre-placed in the rcfa. The sheath was upsized to greater than 8.5f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures in the rcfa. Another proglide device was used to achieve hemostasis in the left common femoral artery. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The observations noted during return device analysis are consistent with a suture retrieval issue as needle to cuff miss and a link break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.